Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection and a direct correlation to (B)(6) could not be conclusively established through this evaluation. Mlp-005543 was returned assembled with the pump cable severed approximately 8¿ from the pump housing. The distal portion of the pump cable was returned measuring approximately 16.5¿. The modular cable was returned properly connected to the pump cable in-line connector. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was not returned. Upon disassembly of (B)(6), examination of the pump¿s blood-contacting surfaces revealed acute, post-explant blood formations, but no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device 1 year 10 months. The device has been returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2017. It was reported that the patient contacted lvad coordinators on (B)(6) 2019 with reports of generalized abdominal pain, discharge at the driveline site, malaise, low grade fever, and had not been feeling well for several days. Patient was instructed to go to the clinic or emergency department for further evaluation. The patient was admitted on (B)(6) 2019 with concerns of infection and was found to have high-grade (B)(6) bacteremia with lvad driveline infection and abscess. Blood cultures were positive for mrsa bacteremia and (B)(6) driveline culture. Urinalysis was noted as negative. Patient was admitted to the cardiovascular intensive care unit pre-operatively for heartmate iii pump and driveline exchange. Pump and driveline exchange was conducted (B)(6) 2019. No additional information was provided.